Event description:
It was reported that the patient's infusion service had "gotten extra" out of the patient's pump at different times and that they had to "waste a little bit of medicine." Additional information was requested and the health care provider later reported that since 2004 there was never a discrepancy that was out of the limits for what was acceptable. There were times when it was not "spot on" but always within the acceptable limits. This device system delivered morphine. The patient also reported taking oxycodone and ultram.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n179828001, implanted: (B)(6) 2008. Product type: catheter: product ID 8590-1, lot# n165787, implanted: (B)(6) 2008. Product type: accessory. (B)(4).